Manufacturer narrative:
Result: timing link, siderail.

Event description:
It was reported by service report that the headend right siderail on the 3002 bed not locking in the up position. No adverse consequences have been reported.